Event description:
Additional information was received from a medtronic representative (rep) on (B)(6) 2023. The rep reported that the patient was feeling burning due to programming on impeded electrodes. Programming was changed and intensity was lowered so the patient would not feel a burning/shocking feeling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that previous reprogramming did not resolve the burning sensation, and that pt reports only experiencing the burning when stimulation was on. Rep reports more impedance values including: 3 and 4 'out/do not use' when using ref 1, 8, 9, and 15; contact 3 is out using any reference electrode; 9 and 10 'possible short' message with ref electrode 13. Rep also reports an impedance check from (B)(6) 2022 (implant date) interrogation showing to avoid contacts 1, 2, 3, 4, 8, and 9, with 3 showing 28140 ohms with ref electrode 1. Rep reports that pt had a fall 2 weeks ago, and reports a sharp stinging sensation during reprogramming today. Rep indicated that she would refer to the doctor for potential imaging and plan and attempt reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that within the past week, pt began feeling an intense burning sensation when using group a program 2. Caller stated the burning sensation is intense and pt cannot tolerate it. Caller commented that pt does not feel the burning sensation when using programs 1 3. Caller stated pt was also programmed with group b and was unsure if pt experiences the burning sensation while using group b. Caller confirmed that on group a program 1 electrodes 8 11 were programmed with 450 pulse width; program 2 electrodes 13, 14 15 were programmed with 520 pulse width; program 3 electrodes 6 7 were programmed with 300 pulse width. Caller confirmed they ran an impedance check and all electrodes displayed impedance values within good range except electrodes 3 4 which had impedance values of 40,000 ohms. Tss recommended possibly decreasing pulse width on program 2 to see if that resolves the issue, or possibly reprogramming using different electrodes. Caller stated they will attempt to reprogram program 2 and if the issue does not resolve, they will delete program 2. Rep reported shocking from device. The issue was not resolved through troubleshooting.